Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the staples were malformed after the fourth firing. Another device was used to completed the case. There were no adverse consequences to the pt reported.